Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the low profile loosens, it loses its tightness.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One abutment was returned for investigation. Visual evaluation of the as returned product identified signs of use (wear) but no apparent signs of malfunction. Functional testing was performed with an in-house mating implant. The products engaged, retained and disengaged as normal. No pre-existing conditions were noted on the per. The device was intended for an unknown tooth site. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique and overloading can lead to device failure. DHR review: DHR review for the lot (2020120162) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2020120162) for similar events (complaint category keywords: functional: loosening) and no other complaints were identified. Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event (e.g. Other product involved) were unknown.

Event description:
No further event information is available at the time of this report.